Event description:
It was reported that in the adult ICU, after the catheter had been placed approximately 12 hours in the (B)(6) female pt's left arm, the catheter was found not functioning. As a result, the catheter was removed and at that time found broken in half. The catheter was removed in its entirety without surgical intervention and replaced without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. The pt is satisfactory.

Manufacturer narrative:
(B)(4). Sample will not be returned.